Event description:
(B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing came apart from the quick release connection. There were no pull marks on the tube and the pump was not dropped. No further information available.